Event description:
Boston scientific received information that during a follow up no left ventricular pacing was noted, and there was an issue with sensing. An x-ray revealed that this left ventricular lead had dislodged. A procedure took place to replace this lead. This lead will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was returned. Visual inspection noted that the conductor coils were deformed. The lead passed electrical testing and was continuous. The clinical observations would not be confirmed by laboratory analysis.

Manufacturer narrative:
Should additional information become available this investigation will be updated.